Event description:
It was reported that during a supply change the patient inadvertently detached the infusion set from the insertion device (¿hockey puck¿) while removing the adhesive cover, resulting in the infusion set being deployed incorrectly and the connector not being attached correctly; a new inset infusion set was used with guidance, and insulin delivery resumed successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a usage problem with no device problem found, involving the cannula component, and characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.